Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremors. The patient reported that that their batteries are dead; however, at their last appointment with their healthcare provider (hcp), the hcp did not have a clinician programmer and could not confirm that the batteries were dead. The patient reported that they had been feeling shakes like they had as a child because they haven't gone in for new ins devices, but stated that they're not as bad as they used to be. The patient reported they still gets wobbling in their head and hands, "but nowhere near having to be in a wheelchair." The patient reported turning therapy off at night and then on again in the morning. The patient reported that when turning the ins on in the morning, they would feel a "zap" since day 1, but they do not get that feeling anymore. The patient reported that prior to the operation, their hcp stated when they "go in, they can do a little damage in a good way. It's almost like when they used to burn that section with a laser." It is unknown when the patient's batteries died or when the patient began experiencing the shakes/ wobbling in head and hands. No further patient complications have been reported as a result of this event.